Event description:
Boston scientific received info that this local rep contacted boston scientific's technical services (ts). The local rep reported that this pt's device was eroding through the pocket. The pt will be scheduled of a transvenous system with the pt. It appears that the pt may not agree to have a replacement system implanted. The s-ICD has been programmed off since the device is exposed through the skin. The pt is not presently wearing a life vest and has not been admitted into the hospital. Boston scientific received info that this pt was presented back to the electrophysiology (ep) lab. The device and electrode were explanted. According to the local rep, the pt is allergic to nickel. The local rep had contacted ts was informed that nickel was used as part of the sense conductors.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.